Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead connected to an unknown device exhibited high out-of-range impedance measurements and loss of capture. A revision procedure was performed wherein a new rv lead was implanted; it is unknown if this lead was surgically abandoned or explanted. No adverse patient effects were reported.